Event description:
It was reported that the customer's insulin pump had condensation underneath the display. There was also a crack on the upper left hand corner of the screen. The customer's blood glucose level was 123 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, under the display screen, electronic assembly or motor. The insulin pump had a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.